Event description:
The article, "a decade of experience with transcatheter vsd closure: outcomes from a philanthropic-based center", was reviewed. This research article is a retrospective single-center experience to evaluate the safety, efficacy, and long-term outcomes of transcatheter closure (tcc) of ventricular septal defects (vsds) over a 10-year period. The devices included in this study were amplatzer duct occluder ii and konar-mf. The article concluded that tcc is a safe and effective treatment for vsds with high success rates and minimal complications. [The primary and corresponding author was ahmad amer, pediatric cardiology unit, wolfson medical center, holon, israel, with corresponding e-mail: ahmad.amer.1989@gmail.com.]. This study included patients who underwent attempted tcc of vsds from (B)(6) 2015 to 31 (B)(6) 2024. A total of 149 patients were included in the study, of which 65% (95) received an abbott device. The average age was 7.22 years. The majority gender was male. Comorbidities included perimembranous ventricular septal defects.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer duct occluder were reported in a research article in a subject population with multiple co-morbidities including perimembranous ventricular septal defects. Complications reported included tricuspid regurgitation, aortic valve regurgitation, arrhythmia, unexpected medical intervention (device snared), surgical intervention, device embolization, patient device interaction problem (residual shunt), off-label use; these complications are anticipated for the procedure and subject population. Off-label use was associated with implantation in the ventricular septal defects (vsd). A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: a decade of experience with transcatheter vsd closure: outcomes from a philanthropic-based center b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.